Event description:
Meter is not reading accurately. Has been given very erratic readings. Analysis run on consensus error gird (ceg0 using mean reading (210) as referecne point vs. Bd readings (551,138,86,66) yielded data points in the c range of the grid, outside of acceptable limits.